Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. MFR spoke with the dealer who alleges the charger smells hot. There is no injury reported. Filing solely on user's statement the charger smelled hot. Weak or worn batteries can cause continual charging and need replacement, and is covered in the user guide. MFR is working to obtain the charger for eval. The product has not been returned for eval at this time. Malfunction is not confirmed.

Event description:
The facility alleges the charger smells hot and the odor can be smelled from the hall outside the consumers room. No injury is alleged.